Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets and carbohydrates to address bg. Customer contacted health care provider to update their pump settings to address the event.